Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etcf3232c49e (unknown serial/lot); product type: 0180-aortic stent graft; implant date (B)(6) 2021; g2: citation: authors: giulio accarino, md,a,b,c alessandra benenati, md ,b giancarlo accarino, md,c francesco de vuono, md,a giovanni fornino, md,a gennaro galasso, md, phd,c and umberto marcello bracale. Endovascular treatment of an aortocaval fistula caused by a late type ii endoleak. Journal of vascular surgery cases and innovative techniques 2024. Doi: 10.1016/j.jvscit.2024.101436 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'endovascular treatment of an aortocaval fistula caused by a late type ii endoleak' an endurant stent graft system was implanted during the endovascular treatment on an abdominal aortic aneurysm in (B)(6) 2015. The neck was tapered 27mm and 14mm in length. Main body stent it was reported approximately 6 years post the index procedure CT showed a type ia, ii and left side type ib endoleak and a aortocaval fistula. Intervention was performed where a proximal endurant extension (32x49), fixed with 4 heli-fx endoanchors were implanted. Distally an endurant 20-20-82 stent graft was deployed in the distal common iliac artery and an endurant 16-10- 93 stent graft on the left side with a distal landing zone in the external iliac artery to seal the severely stenotic origin of the internal iliac artery. A non mdt (gore) graft was implanted to cover the aortocaval fistula. Post op the patient developed acute lung failure that required 7 days of hospitalization and lifelong rivaroxaban treatment. Follow up 2 years post the intervention showed no signs of endoleak or acf and perfect patency of all the endografts. The cause of the endoleaks and fistula were not provided.

Manufacturer narrative:
B5: additional information received: it was reported per the physician that the cause of the proximal and distal endoleak appears to be a two sided disease progression determined by the constant sac pressurization by the type ii endoleak. This event seems unrelated to the endografts, which performed as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.